Event description:
It was reported that a cartridge change error occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, including inspecting the o-ring and cleaning the pneumatic tap area. Despite these efforts, the error persisted even after attempting to load a different cartridge. Technical support decided to replace the pump and provided the customer with goodwill cartridges. The customer was informed about using multiple daily injections (mdi) as a backup therapy to prevent insulin delivery interruption. Technical support confirmed the customer's shipping address and provided instructions for returning the faulty pump once the battery depletes.